Event description:
It was reported that a uniform impedance drop of both the right atrial (ra) lead and right ventricular (rv) lead occurred approximately two days post implant. It was further reported that the rv lead exhibited a high number of short v-v counts since approximatly two weeks after implant. The patient has been seen by the physician and pocket manipulation and isometric excercise were done, but the physician was unable to reproduce short v-v counts. The patient will be monitored closly by the physician. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.